Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer states they are stuck in rewind complete/bolus delivery loop. Advised customer to disconnect from the pump. Advised customer to treat as per health care professional's instructions. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.